Event description:
Arjohuntleigh has become aware about seat belt hook breakage. We have asked the technician to precise if the broken part has been discovered before the actual use. Add'l info provided by the service technician reevaluated that the customer is not able to give this info as it is unk when it broke and when caregiver was involved. But confirmed that no risk was reported. Ref # MFR 3007420694-2014-00033.